Event description:
An issue was reported where the pump would not start despite being plugged in for more than two hours with several different cables. There was no adverse impact to the customer's blood glucose level as no information was available. The pump is expected to be returned by october 27, 2025, and the customer was provided with a replacement pump.